Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls, indicating the device will not charge. The device was not in use at the time of the incident, and there was no impact on the patient.

Manufacturer narrative:
Updated the catalog item identifier.